Event description:
Multiple recorded artifact events on atrial lead, crt-d device sees this artifact as atrial fibrillation. This causes the crt-d to inappropriately mode switch from artifact. These events are seen as early as (B)(6) 2012, possibly earlier. It is difficult to determine how early and how often these events have occurred because the patient also has true paroxysmal atrial fibrillation.